Event description:
Report #1 of 2 received of tubing separation while in pt use. The pt was a home care pt who had been stabilized on tpn in the hosp and was to receive their first dose of tpn since returning home. The nurse came to set up the infusion in the evening of event date. The nurse could not get the set primed correctly and noted air in the tubing, then obtained a second set. The second set was also difficult to prime due to air entrainment. Due to difficulty setting up the infusion, the nurse elected to delay the tpn infusion until the following day. The pt was asymptomatic and there were no adverse pt effects. The tpn was resumed the next day at 6pm. Upon return of the sets to the home care pharmacy, the reporter noted that "at least" the second set had a tubing separaton at the distal portion of the pump cartridge. Pt reportedly could not be sure about the condition of the first set. Although requested, no additional info was available.